Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a internal fixation surgery, the sureshot perc tan/fan drill guide probe could not be identified, the sureshot screen displayed a invalid or broken sensor error. Surgery was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A functional evaluation of the returned device confirmed the stated failure mode. An error message was shown on the display monitor after the device was plugged in. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.